Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse, that the customer was hospitalized. Customer had low blood glucose levels of 27mmg/dl and 34mg/dl. It was also reported that the customer received a no delivery alarm. Customer's blood glucose at the time 347mg/dl. Troubleshooting occured. No additional information was provided.